Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, that the multiple cubie pockets were not detected on bus. The customer stated that the malfunction occurred while user tried to issue medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height (hh) cubie pockets were not detected on bus. A field service engineer (fse) verified that the customer rebooted the station and all cubies were detected. Further the fse reseated all the rowboard connections in drawer and down the back. Then ran complete the hardware test application tests. The system functioned as intended after the field service engineer repaired the device.